Event description:
Event description cpi received information that a patient with an endotak transvenous defibrillation lead (0072) recieved inappropriate shocks, which indicated a lead problem. The physician performed an invasive procedure to determine the problem. A complete conductor fracture inside the yoke was discovered. The lead was capped. A new endotak down-size plus lead (0094) was added.